Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing was leaking. Upon further inspection, a small hole was found and the tubing was replaced. Although requested, additional information was not provided.